Event description:
Ref imp # (B)(4).

Manufacturer narrative:
Document review: versafitcup cc cancellous bone screw l 35 0 6.5, code 01.26.65.35 - lot 121042 ((B)(4) screws produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Versafitcup cc cancellous bone screw l 30 0 6.5, code 01.26.65.30 - lot 131304 ((B)(4) screws produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. It was reported that the surgeon did not pre-drill a hole in the pt bone, as clearly requested in the versafitcup cc trio surgical technique (k103352). On the basis of the data collected, the event is highly likely due to the surgical mistake above described.